Event description:
The facility representative reported a colleague infusion pump with a 804:26 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. It is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 804:26 was confirmed during service evaluation. However, failure code 804:26 was not reproduced. The assignable cause was a software failure. No repairs were performed for the reported condition as it is not likely to recur.